Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's main board was replaced to resolve the issue. Damage to the cable of the ac power supply adaptor was also observed. The power supply was replaced.